Manufacturer narrative:
The distributer did not report which electrodes were used. A handpiece with same collet design was examined. It was observed that the reported failure mode (electrode falling out) can occur if electrode is improperly installed in the handpiece or the wrong electrode is attempted to be used. However, without the devices to investigate, an official root cause remains undetermined. This event is reportable because the patient received medical intervention post treatment to resolve the patient's burn.

Event description:
It was reported that the patient experienced a burn on the left corner of the mouth during a tonsillectomy treatment using surgitron. An error occurred in the connection between the electrode and the shaft on the rf instrument. The electrode slipped out of its attachment and caused a burn from the part that did not have isolation. Patient received medical intervention by having a suture performed on the patient's lip.